Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's pain and swelling has subsided. The recipient is currently using the device. This is the final report.

Event description:
The recipient reportedly experienced pain with and without device use. The recipient presented with swelling. The recipient was prescribed steroids and an antibiotic. A CT scan revealed no abnormalities.